Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. The length of the membranous septum is 4.7mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure due to being deployed too low. It was noted during procedure, that the patient had an onset of bradycardia with a widening qrs interval when the valve was deployed. The final non-coronary cusp implant depth was 1.6mm. The decision was made to place a temporary pacing wire. The patient was hospitalized for monitoring of heart rhythm.

Manufacturer narrative:
The device was not returned for analysis. An event of device malposition and bradycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported bradycardia appears to be related to procedural conditions (manipulation at annulus during procedure). A cause for the reported device malposition could not be conclusively determined. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that during procedure heart monitoring was used to detect an onset of bradycardia with a widening qrs interval when the valve was deployed. There was no difficulty experienced implanting the 27mm navitor vision valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The cause of the patient 's bradycardia is attributed to to manipulation at the annulus during procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged at the time of report.